Event description:
It was reported that a portion of the blue coating was missing at the tip of the device; the tip was broken inside the patient and not retrieved. The ablator was used with opes and a pump "of another range". An arthrex cannula was used (type unknown). The irrigant was reported as "physiologic serum". There was no patient injury. No further patient information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. Visual evaluation revealed the blue insulation came off the tip of the electrode and metal was exposed. There were scratches and scrapes on the coating of the probe and ceramic ring was melted. Based on device evaluation and product experience, the complainant's event is typically caused from user mechanical damage to the device such as hitting the device with another device. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.